Manufacturer narrative:
Reference record (B)(4). Event: additional information.

Event description:
It was reported on (B)(6)2019 that the cause for peritonitis was the peg slipped inside the stomach one day after the first peg surgery. It is not known if the patient caused this. It is also not known if the whole peg was located inside the stomach or only partially. This caused gastric fluid to leak from the stomach into the abdomen, which caused the peritonitis and abscess to build up.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. There were issues with placing the j-tube. The patient remained hospitalized. It was reported on (B)(6) 2019 that the patient had peritonitis and is being administered piperazine and tazobactam intravenously. Crp values and the fever are high. Antibiotic vancomycin intravenously was given due to the high fever. The patient received morphine regularly for pain. There are blisters around the stoma site. The reason is unknown.